Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing pain on the right lateral side (rib area). The patient was not able to turn stimulation because they felt the pain increased. The patient was seen at the managing physician¿s office to adjust stimulation and reprogram but the patient was not turning stimulation on because of rib pain. On (B)(6) 20th they went to the emergency room for a CT scan and MRI. At that time the managing physician decided to admit the patient and conducted an explant the same day. It was unknown if the pain was relate to the procedure. The device was going to be sent back for analysis.

Event description:
Additional information received reported that the explanted system may still be at the hospital. The manufacturer's representative (rep) was having continuing issues with the hospital to retrieve the explanted system. The rep. Spoke with pathology who refused to give the rep. Any information including if the system was still there or if it had been discarded. The rep. Was waiting to hear back from the facility.